Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a heavily calcified, heavily tortuous de novo mid-left anterior descending artery that was 99% stenosed. The 3.0x18mm xience sierra stent delivery catheter failed to cross due to the anatomy. Resistance was noted with the anatomy during removal. The device was replaced with a 3.0x16mm non-abbott stent to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.